Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) for the lot number 30072671l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant bwi products: thermocool smart touch sf bidirectional catheter (us catalog # d134805, lot #30072671l) ; soundstar eco sms catheter (us catalog # 10439011/ lot # e8123767) ; pentaray nav catheter (us catalog # unknown, lot # unknown). (B)(4).

Event description:
It was reported that a patient underwent a procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. During procedure, after transseptal puncture, the pentaray nav catheter was pulled back to the right atrium after initial map of the left atrium was performed. The thermocool® smart touch® sf bi-directional navigation catheter was then inserted through the sheath to the left atrium. Cardiac tamponade was then confirmed by the soundstar catheter. Pericardiocentesis was performed however; the patient had to be transferred to the operating room (or) for surgery to stabilize the effusion. There¿s no information on if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is improved with the expectation of fully recovery. Patient¿s anatomy was cited as a factor that might have contributed to the adverse event, the patient has vertical heart with thickened septum. The patient¿s diagnosis pre ¿ procedure was persistent af. The adverse event probably occurred during transseptal phase; however, the physician did not provide a causality opinion that confirms this theory. There were no error messages observed on any bwi equipment at the time of the injury. Transseptal puncture was performed with a safesept wire and an st. Jude medical agilis sheath. The generator was not in use at the time of the injury as no rf was being delivered yet. The catheter irrigation was set at 2ml/min. The patient received anticoagulant (unspecified) during the procedure. The activated clotting time (act) is unknown.

Manufacturer narrative:
It was reported that a patient underwent a procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. On 11/5/2018, the bwi failure analysis lab received the device for evaluation. Product evaluation details: the product evaluation has been completed. The device was visually inspected and it was found in good conditions. An electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of spec. Further failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. The magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Force feature was unable to performed due to temperature issue, however, no errors were observed during the carto test. Then, a deflection test was performed and it was found within specifications, the catheter was deflecting correctly. A cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. The root cause of the adverse event remains unknown. The IFU states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer¿s ref # (B)(4).